Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of surgical intervention. Block h11: investigation result the captivator - snare was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed a snare device being used in a procedure, however, it is not possible to attribute these pictures to a specific complaint. No other problems with the device were noted from the photo. The reported event of hemorrhage and perforation cannot be confirmed, which occurred during the procedure, there is insufficient objective evidence to determine a definitive cause. Due to the lack of supporting documentation, the conclusion code "known inherent risk of device" was selected as the most probable cause for this reported issue.

Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, use of snare tip endoscopic submucosal dissection in the endoluminal management of complex colon lesions: a retrospective multicenter cohort study, by michael j. Klingler, m.d., m.s., et al. Per the article, between january 2014 to november 2023, 121 patients who underwent snare tip endoscopic submucosal dissection (snt esd) for complex colon lesions. These lesions were typically large, not suitable for standard polypectomy or endoscopic mucosal resection, and showed no signs of malignancy. The procedure involved using a standard polypectomy snare, modified by extending its tip slightly to act as an electrocautery knife. After submucosal injection to lift the lesion, the snare tip was used to perform circumferential cutting and submucosal dissection. The average lesion size was 28.8 mm, and the mean procedure time was 37.1 minutes. En bloc resection was achieved in most cases, and many patients were discharged the same day. Complications included two perforations and several cases of delayed bleeding. One perforation was managed with laparoscopy and laparoscopic suturing. The second perforation was managed with endoscopic clipping, hospital admission, and IV antibiotics. Both patients recovered and were discharged within 3 days. Follow-up colonoscopy showed a small number of recurrent polyps, all of which were successfully removed with simple snare polypectomy. Overall, the study supports snt esd as a safe, cost-effective alternative to proprietary esd knives in appropriately selected patients. All events were non-fatal, and no patients required surgical intervention or intensive care admission. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, use of snare tip endoscopic submucosal dissection in the endoluminal management of complex colon lesions: a retrospective multicenter cohort study, by michael j. Klingler, m.d., m.s., et al. Per the article, between january 2014 to november 2023, 121 patients who underwent snare tip endoscopic submucosal dissection (snt esd) for complex colon lesions. These lesions were typically large, not suitable for standard polypectomy or endoscopic mucosal resection, and showed no signs of malignancy. The procedure involved using a standard polypectomy snare, modified by extending its tip slightly to act as an electrocautery knife. After submucosal injection to lift the lesion, the snare tip was used to perform circumferential cutting and submucosal dissection. The average lesion size was 28.8 mm, and the mean procedure time was 37.1 minutes. En bloc resection was achieved in most cases, and many patients were discharged the same day. Complications included two perforations and several cases of delayed bleeding. One perforation was managed with laparoscopy and laparoscopic suturing. The second perforation was managed with endoscopic clipping, hospital admission, and IV antibiotics. Both patients recovered and were discharged within 3 days. Follow-up colonoscopy showed a small number of recurrent polyps, all of which were successfully removed with simple snare polypectomy. Overall, the study supports snt esd as a safe, cost-effective alternative to proprietary esd knives in appropriately selected patients. All events were non-fatal, and no patients required surgical intervention or intensive care admission. Please see the referenced article for full details.